Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) was up to 400mg/dl due to use of prednisone and antibiotics. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient then stated that they increased their basal rate to 4.0units to compensate for it. Then the patients bg went as low as 38mg/dl . The patient treated with carbohydrates. Customer support (cs) advised the patient to contact their hcp of low bgs or basal rate adjustments. This report is being made due to the hypoglycemic event the patient experienced that resulted from patient increasing their own basal rates.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the last basal delivery was on 04/23/2015 and the last bolus delivery were on 04/22/2015. No errors, alarms or warnings occurred during 24hr duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient increasing their own basal rates).